Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. No device malfunction was suspected. All explanted device components were discarded per facility policy.

Manufacturer narrative:
Approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: s-paddle leads: upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 21459486.